Event description:
It was reported that when the asymptomatic patient presented in clinic for a post implant follow-up, an alert was observed that the charge time limit was reached prior to the manufacture date. Review of the session records revealed that the alert was from (B)(6) 2014 while the device was still in the box, and the merlin programmer showed the incorrect date. A normal charge time from the battery was recorded on (B)(6) 2014. The charge time will be checked again at the patients next scheduled follow-up.